Manufacturer narrative:
Additional information: the device was not available for evaluation and therefore the root cause of the reported event could not be conclusively determined. However, the report of low speed events and pump stoppages was confirmed through the evaluation of the submitted system controller log files. The analysis of the submitted system controller log files revealed two instances where the system controller lost power causing the pump to stop. The cause for the loss of power could not be determined. Several intermittent low speed operation events accompanied by high pump power values and a motor stop were also captured in the submitted system controller log file. The events appeared to only occur while the system was connected to the patient cable and power module. The specific cause of the low speed operation events, pump power elevations, and motor stop could not be conclusively determined based on the log file evaluation; however, they appeared consistent with a potential percutaneous lead (lead) wire compromise. The submitted x-ray images of the internal and external portions of the lead were examined and no area of suspected damage was identified. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the pump stops continued to occur; however, the patient was stable. The patient continued to not be a candidate for a pump exchange.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
On (B)(6) 2011, the patient was implanted with a heartmate ii left ventricular assist device (lvad). On (B)(6) 2016 it was reported that the patient was admitted to the hospital due to pump power fluctuations and several episodes of pump stoppages. The patient reported that the pump stoppages occurred on both the power module and battery power. The patient reportedly experienced lightheadedness and syncope. Review of the system controller log file by the manufacturer's technical service representative found it had captured a couple of instances where the system controller lost power for unknown reasons causing pump stoppages. There were also several low speed advisory events accompanied by high pump powers. The events in the log file appeared to only occur while the lvad system was connected to the patient cable and power module. X-ray images were submitted but were of poor quality; however, no obvious shield damage was observed. The internal image showed the percutaneous lead at the pump end appeared to be at a strange angle. It was reported that the patient's healthcare professionals felt that there is a potential compromise to the internal portion of the percutaneous lead and their preliminary communication indicated that the patient will not qualify for a pump replacement due to a long history of unspecified co-morbidities. No additional information was provided.